Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed three open, seeping, and bleeding wounds under the electrodes/garment. It was reported that the patient has very thin and sensitive skin. The distributor educated the patient and family members to discontinue using glue/adhesive under the equipment. The patient's physician recommended using (B)(6) pads on the affected area. The patient followed the physician's recommendations. Follow up indicated that the patient's home health aid applied cream and gauze to the irritation, and the irritation has improved.